Event description:
Hill-rom received a report from a the account stating the siderail was not latching. The bed was located at the account on the 2nd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the center arm assembly damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.